Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
During cath lab procedures while using the phasein etco2 option for merge hemo, the system could occasionally become non-responsive to user actions (freezes up), the record button might become grayed out and unable to start /stop recording, or multiple short recordings might be displayed versus the typical long, continuous recording. The customer reported that their phasein etco2 device was not working. Upon further investigation, the issue was found to be due to a known issue: if the etco2 module is unplugged from or replugged into the pdm while the hemo monitor is powered up, there is a potential for unwanted multiple recordings to occur. The workaround available is to reboot the hemo monitor after unplugging or plugging the etco2 unit. Physicians are reluctant to allow the computer to be rebooted when failure occurs since there would then be a temporary (during course of reboot) loss of vitals while invasive procedures are being done on patient.